Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There has been a rise in the impedances of the apical electrodes over the last 3 years, starting in (B)(6) 2012. Two basal channels have recently gained a status of high impedance. Imaging will be performed but no date has been set at this time.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
As per the information received, there has been an increase in the number of channels with high impedance over time. Hearing is still good bilaterally but the left side performance has dropped. Patient has been re-implanted.